Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call drive support cap anomaly on the insulin pump. Customer¿s blood glucose level was 215 mg/dl. Troubleshooting for the anomaly was performed. Customer advised the drive support cap was flush and the issue remained unresolved the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Drive support disk was inspected and no anomaly was noted.